Event description:
It was reported that the insulin pump alarmed, indicating that a component of the radio frequency failed the self test. The caller did not know the blood glucose reading. The caller stated that the alarm was observed 4 times in the insulin pump's alarm history. The insulin pump did not receive data from the glucose meter. The customer was advised that the insulin pump would be replaced and a request was made to have the customer return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. No alarms noted. The insulin pump had a cracked reservoir tube lip noted during visual inspection.